Event description:
Customer reported collimator iris too large. Customer able to complete case. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.